Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during a rotator cuff repair the bottom jaw of the expressew iii suture passer w/o hook fell off. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate.  A manufacturing record evaluation was performed for the finished device [(B)(4)] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device [(B)(4)] number, and no non-conformances were identified.

Event description:
It was reported by the sales rep that during a rotator cuff repair surgery, it was observed that the bottom jaw of the expressew iii suture passer w/o hook device fell off. They were able to retrieve the jaw from the cannula and use another device to complete the procedure. No patient consequences or surgical delay reported. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.